Event description:
It is reported that the device was implanted on (B) (6) 2006 and that post-op, the pt experienced pain. The surgeon has recommended revision surgery, which has been scheduled for (B) (6) 2009.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.